Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer got infected with the infusion set. Customer stated the doctor had to cut and drain the infected site and prescribe antibiotics. Customer also stated she was allergic to the soft cannula. No blood glucose reading provided. No further information provided.